Event description:
It was reported the gastrointestinal videoscope was unable to be reprocessed. Getting error messages when changed to different medivator machines. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 6/11/2021 h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
Device returned and not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.